Manufacturer narrative:
The service engineer (se) reported that the front bezel was replaced. It was reported that the device was restored to factory settings, and all test and verification procedures were performed to certify the return of the device to working conditions.

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator's navigation wheel does not work. It was unknown how the issue was found. No patient or user harm reported. Investigation ongoing / resolution pending.

Manufacturer narrative:
The nav ring issue was found during the evaluation of the device. There was no patient involvement when the issue occurred. No patient or user harm reported. The health impact code was updated. H10 a manufacturer's product support engineer (pse) evaluated the device and determined the issue was due to a failure related to the nav-ring. The repair for this device cannot be conducted at this time due to a required repair part being on backorder. When all required parts become available, the repairs will be completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. H11 updated contact information and contact office entity. H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00172. All information from the original report(s) has been transferred to this report.